Manufacturer narrative:
The insulin pump received with prime alarm during prime test and basic occlusion test due to protruded/loose drive support disk. No motor error alarm noted. Motor passed motor test. The insulin pump had a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood sugars. Customer stated that the bottom of her insulin pump is falling. Customer stated that she had excessive motor error alarms end the drive support cap is protruding on her insulin pump. Nothing further was reported.